Event description:
It was reported that during a sleeve resection procedure, the ets flex 45 was fired. Inconsistent staple formation was experienced, which compromised the staple line so the surgeon oversewed. Surgeon used another new ets45 in order to complete the procedure without any complications. Patient is fine.